Event description:
The customer reported via phone call that she experienced low blood glucose of 34 mg/dl. She stated that she was wearing the insulin pump but could not remove the battery cap. She was treated by emergency medical technicians with glucose gel orally and intravenous insulin. She had been experiencing low blood glucose for 10 minutes leading up to the arrival of emergency medical technicians. She then had high blood glucose of 325 mg/dl when the battery cap could not be removed and the battery had died. She complained of excessive thirst and frequent urination. Her most recent blood glucose was 123 mg/dl. She stated that she had fallen while having low blood glucose but did not recall whether she bumped the device due to incoherence. She advised that she was fine and declined troubleshooting assistance for the low blood glucose. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test. Pump received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.